Event description:
It was reported that pump experienced malfunction alarm with code malf 5, and later different malfunction code appeared that could not be reset. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with pump reset instructions. Customer planned to use multiple daily injections as backup therapy.